Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a follow-up exam, dashes (---) were noted for multiple parameters. Telemetry could not be established and a microprocessor download was unsuccessful. Subsequently, the device was replaced.